Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the reload appears to be partially fired, since the sled was seen to be advanced halfway. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy on the colon, the reload was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The stapler broke off and did not fall into the patient¿s cavity. The surgical time was extended by thirty minutes or more. The incision was extended by more than 1 inch. The load was replaced to complete the case.